Manufacturer narrative:
(B)(4). Based on information provided, it cannot be determined when the foreign body alleged to be v.a.c.® whitefoam¿ dressing was placed in the wound. The foreign material was not returned to kci for identification; therefore, kci is unable to confirm its identity. The family member was unable to locate all of the foreign material on the (B)(6) 2020. On (B)(6) 2020, the foreign material was removed during surgery without difficulty. Therefore, the dressing was in place longer than five days without active therapy. This event is being reported as a potential user error. Device labeling available in print and online states: warning: v.a.c.® foam dressings are radiolucent, not detectable on x-ray. Dressing changes: wounds being treated with the v.a.c.® therapy system should be monitored on a regular basis. In a monitored, non-infected wound, v.a.c.® dressings should be changed every 48-72 hours, but no less than 3 times a week, with frequency adjusted by the clinician as appropriate. Infected wounds must be monitored often and very closely. For these wounds, dressings may need to be changed more often than 48-72 hours; the dressing changing intervals should be based on a continuing evaluation of the wound condition and the patient's clinical presentation, rather than a fixed schedule. Foam removal: v.a.c.® foam dressings are not bioabsorbable. Always count the total number of pieces of foam removed from the wound and ensure the same number of foam pieces are removed as were placed. Foam left in the wound for greater that the recommended time period may foster ingrowth of tissue into the foam, create difficulty in removing the foam from the wound or lead to infection or other adverse events. If dressing adheres to wound consider introducing sterile water or normal saline into the dressing, waiting 15 - 30 minutes, then gently removing the dressing from the wound. Regardless of treatment modality, disruption of the new granulation tissue during any dressing change may result in bleeding at the wound site. Minor bleeding may be observed and considered expected. However, patients with increased risk of bleeding, as described on page 8, have a potential for more serious bleeding from the wound site. As a precautionary step, consider using v.a.c.® whitefoam¿ dressings or nonadherent material underneath the v.a.c.® granufoam¿ dressings to help minimize the potential for bleeding at dressing removal in these patients. Warning: never leave a v.a.c.® dressing in place without active v.a.c.® therapy for more than two hours. If therapy is off for more than two hours, remove the old dressing and irrigate the wound. Either apply a new v.a.c.® dressing from an unopened sterile package and restart v.a.c.® therapy; or apply an alternate dressing, such as a wet to moist gauze, as approved during times of extreme need, by treating physician.

Event description:
On (B)(6) 2020, the following information was reported to kci by the patient: during dressing removal, the family member could not locate all of the foreign material alleged to be v.a.c. Whitefoam¿ dressing and an alternate dressing was placed. On 21-sep-2020, the following information was reported to kci by the wound care nurse: the retained foreign material alleged to be v.a.c. Whitefoam¿ dressing was removed during surgery. On 21-sep-2020, clinical progress notes were provided to kci by the wound care center nurse: on (B)(6) 2020, it was noted that the patient underwent an incision and drainage with removal of a foreign body. The foreign body was alleged to be the v.a.c. Whitefoam¿ dressing and it was removed without difficulty. No additional information available. The v.a.c. Whitefoam¿ dressing lot number was not provided, and the product was not returned; therefore, a device history review and a device evaluation could not be performed.